Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they insulin pump received replace battery alarm. The customer¿s blood glucose level was 132mg/dl. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.